Event description:
Additional information was received from the device manufacturer representatives indicated that the cause of the volume discrepancies were unknown and that the pump was turned off. It was noted that the patient remained in the ICU and they were focused on treating the patient¿s seizures.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion pump. The drugs being delivered were 4 mg/ml marcaine (bupivacaine) at 1.5026 mg/day and 1,000 mcg/ml fentanyl at 375.7 mcg/day. It was reported that the patient was in the ICU with status epilepticus. The patient was in for a refill on (B)(6) 2020 and then began having seizures on (B)(6) 2020. He is now at the hospital, and the hospital has requested the pump be "discontinued." The rep is unsure if that means minimum rate or stopped pump mode, but is looking for assistance on how to program to stopped pump mode if that is what they are requesting. They discussed screen navigation and that the pump would alarm within 48 hours. The doctor stated that there was "once incident prior to this where they did a refill and the patient started immediately seizing in the clinic. The managing physician called for an ambulance." The rep is unsure when that incident occurred. She is wondering if at these refills the patient is getting a pocket fill and leading to seizures. The rep was advised to check pump logs once she arrives at the hospital and c heck the actual versus expected reservoir volume for confirmation. Caller then reported the physician's office is not using our refill kits and she is unsure what they are using, but hopes that it is a non-coring needle. The doctor didn't want to pay for the kits. Caller has no further history at this time. They aspirated from the pump, and the programmer stated there should be 36.6 ml, however, they were only able to get out 27.5 ml. Also reviewed if they're concerned the septum might be damaged or the pump over infusing, they should consider removing the drug completely.